Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified to be underweight, and an opening. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23-apr-2018. A review of the device history record has been completed. No deviations or non-conformances noted. The events of fibromyalgia and raynaud's phenomenon are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, raynaud's phenomenon, and fibromyalgia

Event description:
Patient reported having been diagnosed with sjogren's syndrome (unrelated to the device), "raynaud's phenomenon" and a "connective tissue disease or disorder," specified as "fibromyalgia." Healthcare professional additionally reported a rupture. No treatment or surgical reoperation has occurred, device remains implanted. Side was unspecified, this record represents the left side.